Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 50 dual false positive results for flu b+sars for symptomatic patients. Total tests unknown (100 - 150 performed a day). Unknown if the results were confirmed. Confirmation method(s) not provided.